Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A complaint history search revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that there were no complications such as an incision enlargement, vitrectomy, or capsule tear when explanting the intraocular lens (iol) from the eye of the (B)(6) year-old male patient. Reportedly, the patient was reported doing well post-op. The explanted lens was discarded by the customer. No further information was provided. Updated the following fields: all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted .

Event description:
It was reported that a multifocal toric intraocular lens (model zxt150, +20.0 diopter) was explanted in a secondary surgical procedure because of the patient complaining of night vision issues. Reportedly, the night vision with the monofocal lens implanted in the fellow eye was much better, therefore they decided to explant the zxt150. A non-amo monofocal toric was implanted as a replacement because the surgeon believed that a monofocal lens would have been preferable for the patient. No further information was provided.